Manufacturer narrative:
(B)(4): physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device illuminated a service indication. Physio-control evaluated the device and observed event codes that indicated a critical failure logged in the memory. The device was unable to provide defibrillation therapy in the observed condition.